Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical damage. And missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Distributor reported left side rupture and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported event of rupture and capsular contracture were reviewed on november 10, 2021. Visual analysis of the photographs identified red particles material was found on the shell and one extended opening in the side posterior and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Distributor reported left side rupture and capsular contracture baker grade ii. Device has been explanted.